Manufacturer narrative:
Additional information: b5, h10 this event was reported erroneously and does not represent a reportable event, therefore no further reports will be sent.

Event description:
On (B)(6) 2024, it was reported that this patient on peritoneal dialysis (pd) was hospitalized on (B)(6) 2024 for peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, it was confirmed with the patient¿s pd nurse that the patient was seen in the outpatient pd clinic on (B)(6) 2024 with symptoms of cloudy pd effluent and abdominal pain). The patient had a pd culture obtained (on (B)(6) 2024) which had a white blood cell (wbc)> 300, and no organism growth. The patient was initiated on antibiotic treatment with 2 grams of vancomycin intra-peritoneal (ip) every 3 days for 3 weeks. Subsequently, on (B)(6) 2024, the patient was hospitalized for the peritonitis infection. The nurse did not have any pd culture results available from the hospital. It was reported that the patient continued pd therapy and antibiotic treatment during hospitalization. On (B)(6) 2024, the patient was discharged on (B)(6) 2024 continuing antibiotic treatment with a course of vancomycin 3 weeks. The patient is recovering from the event and continues pd treatments with the same cycler. The pd nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse indicated the patient has pre-existing chronic gastrointestinal issues and attributed the peritonitis to translocation of gut bacteria.

Event description:
It was reported that this female peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2024 due to peritonitis. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty select cycler and cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.